Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 08/19/2013 with the following results: the down button has an intermittent response. There is no visible damage to keypad. Removed the keypad and found contamination under the down and contrast button contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive up/down arrow) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.